Event description:
It was reported that pump experienced malfunction with malfunction code 16 and was included in field correction, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and return of problematic pump within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor in replacement pump.